Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-12577 and 4265-2017-12578. A 220v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During a heart stent operation, the physician failed to pull the catheter back during the procedure. Thus, automatic pullback failure occurred. However, the catheter was then pulled back manually. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed corrosion in its catheter socket pins. Functional testing was performed by activating the image button the unit start to spinning and displaying a nice image. When the pullback test is activated suddenly a clutch error is display on the monitor and the motor drive is unable to move in the sled. The cause of the issue may have been a defective clutch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion isolated the failure to a specific component within a bsc system or assembly which contributed to the event; however the cause for the component failure is unknown. (B)(4).

Event description:
Same case as 2134265-2017-12577 and 4265-2017-12578. A 220v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During a heart stent operation, the physician failed to pull the catheter back during the procedure. Thus, automatic pullback failure occurred. However, the catheter was then pulled back manually. No patient complications were reported and the patient's status was stable.